Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) in the 40's (mg/dl). Reportedly, the customer believes the settings need to be adjusted due to losing weight. Contact awoke the customer and provided the customer with juice. Recommendation was made to consult with healthcare provider regarding diabetes management.